Event description:
Additional information reported indicated that the patient had redness, drainage and pain at the neurostimulator pocket site. Oral and intravenous antibiotics were administered to the patient and a culture was taken. The whole system was explanted and the infection resolved. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the system was removed due to infection. No symptoms or treatment other than explant was reported. The patient was re-implanted with a new system in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), lot# v277576, serial#, implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 3888-45, lot# v297217, serial#, implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead, product ID (B)(4), lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type extension, product ID (B)(4), lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type extension, product ID (B)(4), lot# v279592, serial#, implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead, product ID (B)(4), lot# v279592, serial# implanted, explanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).